Event description:
It was reported by the customer that "during the passage of the double lumen catheter arrow, the swg has a deformity. The swg unraveled and was pulled to be removed, leading to loss of the catheter." Additional information received by the distributor on 4/24/09 stated "when the guide wire was being pulled to be removed, the swg unraveled. That is what lead loss of catheter cvc. We do not know if the patient was injured."

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed, if additional information becomes available.